Event description:
The patient's father contacted animas on (B)(6) 2011 requesting assistance with verifying that the patient's pump was working properly. The patient's father reported that the patient was taken to the ER on the morning of (B)(6) 2011 after obtaining an elevated blood glucose (bg) of 535 mg/dl with symptoms of vomiting and testing positive for large ketones. At the time he obtained the high bg, the patient's physician was contacted and he advised that the patient be given a shot and then taken to the ER. The patient was treated with insulin in the ER and his bg dropped to 218 mg/dl. At the time of troubleshooting, the patient's father informed animas customer support that prior to testing on the morning of (B)(6) 2011, the patient had not tested his blood glucose since the day prior. The reporter stated that on the morning of (B)(6) 2011 the patient obtained a fasting bg in the 200 mg/dl range, ate breakfast and then gave carb bolus. The reporter claimed the patient did not eat, check his bg or bolus for the rest of the day. Review of pump history revealed an empty cartridge alarm on the early morning of (B)(6) 2011. Prior to the empty cartridge alarm, the pump delivered a low cartridge warning on (B)(6) 2011 at 10:26am. Review of pump's prime history showed that the pump's cartridge was not replaced for almost 2 hours after empty cartridge alarm appeared. Customer support noted that the bolus history was correct and total daily delivery added up appropriately. The patient's father confirmed no visible bubbles in tubing or cartridge. He also denied any issues with site. The reporter was able to successfully complete 2 unit air boluses at the time of the call. Animas customer support noted no mechanical malfunctions were found with the subject pump. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside normal use was found in the pump download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the bolus button was found to be missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.